Event description:
Customer states that a pt with anti-c did not react with cell 5 of vra120. Pt had a history of anti-d and anti-c. The d+c+ cells reacted as expected. Cell 5 (d-c+c+) showed no reactivity. The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.